Event description:
It was reported that the pump declared an altitude alarm 21, which caused the customer's insulin to be suspended. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Cts instructed the caller to clean the speaker holes and reconnect the cartridge to resolve the issue, allowing insulin to resume normally after a wait time. The pump resumed normal operation, and cts gave tips to prevent future altitude alarms, which the caller acknowledged.